Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter read inaccurately when performing consecutive blood glucose tests and when compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the alleged inaccuracy started on (B)(6) 2013 at 4:00 p. M. When she obtained blood glucose results of ¿248, 119, 240 mg/dl¿ with the subject meter, performed within 20 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient retested her blood glucose and obtained a result of ¿230 mg/dl¿ with another device (ultramini). The patient manages her diabetes with an insulin pump and continued with her usual dose of medication (unknown dosage) in response to the alleged inaccurate result(s). The patient claimed, three hours after the alleged issue occurred, she developed symptoms of ¿dizzy, headache, achy legs, thirst¿. The patient self-treated with a bolus of insulin (unknown dosage). During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Although the patient treated herself with insulin, there is no indication that the subject meter caused or contributed to this serious injury. The patient¿s symptoms and treatment correlated with the reported lfs meter results. However, this complaint is being reported as a malfunction because, the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.